Manufacturer narrative:
Device analysis: visual analysis of the returned device identified: underweight, crease fold, device appearance (observed 40 mm dark patch edge material inside gel device) and opening. A microscopic analysis was performed which identify crease sharp opening on posterior and have non-penetrating nick. Based on the device analysis the final assessment was of a crease sharp opening on posterior due to a fold flaw opening and non-penetrating nick.

Event description:
Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 22 jan 2019. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, "firm", "looks abnormal", and capsular contracture, baker grade iii.

Event description:
Patient reported the left side as "firm and looks abnormal due to capsular contracture," baker grade iii. No treatment or surgical reoperation has occurred. Additionally, healthcare professional reported left sided rupture diagnosed by ultrasound. Device remains implanted.